Manufacturer narrative:
Device evaluated by manufacturer: customer report of thrombus on the valve leading to the leaflets not moving properly was not confirmed. As received, all three leaflets were stiff and translucent-like due to dehydration. Suture track indentations were observed on leaflets 1 and 3 near commissure 1. This indicated the suture was looped around commissure 1, thus leading to leaflet restriction. The wireform was exposed near leaflets 1 and 3 at the inflow aspect. X-ray demonstrated wireform intact and commissure 2 bent. A manufacturing defect was not identified. Base on the product evaluation findings, suture loop contributed to this event. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ no further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Per follow-up with the healthcare provider, it was learned that this patient already had non-dialytic kidney injury which evolved to renal insufficiency after the surgery. She is currently kept on dialysis. The surgeon indicated that the renal insufficiency was patient related, as she had a predisposition; however, he also believes that the procedure contributed to the situation getting worse.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause has been determined to be due to patient's clinical situation. There is no allegation or evidence of a device malfunction. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a bioprosthetic mitral valve was explanted after an implant duration of 12 days due to a thrombus on the valve. Prior to the redo mvr procedure, the patient went on anticoagulation therapy due to atrial fibrillation. The patient received a lower level of anticoagulant than usual because she had low level of platelets. As per the surgeon´s opinion, this thrombus was due to the patient´s clinical situation. If the patient would not had low level of platelets, she would have been treated with the right level of anticoagulants. The explanted device was replaced with another edwards mitral valve of the same model and size. The patient was reported to be fine after the surgery, but still in the ICU due to a renal insufficiency. It was noted that the patient also received a 23mm edwards annuloplasty ring in the tricuspid position and a 21mm edwards aortic valve in the aortic position.